Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis was able to confirm the reported premature discharge of battery and error code 1003 observations. It was noted during analysis that the battery cell of the device has a burn mark which was likely caused during manufacturing. Hence, this was concluded a manufacturing deficiency.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended. This implantable cardioverter defibrillator (ICD) was explanted and a new ICD with a different model was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended. This implantable cardioverter defibrillator (ICD) was explanted and a new ICD with a different model was implanted successfully. No additional adverse patient effects were reported.